Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports patient allegations of pain, dysfunction, elevated metal ions and loss of range of motion. There has been no reported revision procedure to date. No further information has been provided. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00579 / 00580).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports patient allegations of pain, dysfunction, elevated metal ions and loss of range of motion. There has been no reported revision procedure to date. No further information has been provided. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records reveal MRI bone scan was performed on (B)(6) 2010. Further information received revealed patient underwent right hip revision on (B)(6) 2014 due to pain. Cup and head were removed. Additional information received in the patient's revision operative report noted the reason for the revision on (B)(6) 2014 was pain and metallosis. The acetabular shell and modular head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive unusual and/or awkward movement and/or activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports patient allegations of pain, dysfunction, elevated metal ions and loss of range of motion. There has been no reported revision procedure to date. No further information has been provided. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records reveal MRI bone scan was performed on (B)(6) 2010. Further information received revealed patient underwent right hip revision on (B)(6) 2014 due to pain. Cup and head were removed.